Manufacturer narrative:
(B)(4). E1 initial reporter email (B)(6).

Event description:
The complaint states that early sensor expiration occurred. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined.